Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the implant procedure that the implantable cardioverter defibrillator (ICD) setscrew backed out of the connector. The device was not used and another one implanted. It was also reported that after implanting the right ventricular (rv) lead the r waves were seen to decrease in amplitude. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.